Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported tones from their device. It was noted that high out-of-range right ventricular (rv) lead shock impedance measurements had been observed several months prior that resulted in tones; the alert threshold was subsequently increased to 150 ohms and the patient continued to be monitored. Upon review of device data there were no measurements above the programmed threshold level observed and no indication tones had occurred. The patient was suspected to suffer from tinnitis which may account for the reported tones. No adverse patient effects were reported. This system remains in service.